Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The visual inspection found a broken cover assembly; therefore, the cover assembly was replaced. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, experienced cardiac arrest, could not be revived, and passed away due to the event. Ten days prior to death, the pt was hospitalized for another indication, further described as the pt could not swallow. The pt was treated with unspecified medication (pills). Subsequently the pt experienced cardiac arrest and passed away due to cardiac arrest. It was thought that the pt may have had a clot which caused the pt to go into cardiac arrest, however, this was not confirmed. Pd therapy was ongoing until the time of death. The pt was not connected to the hc or performing pd therapy at the time of death. An autopsy was performed and the results are not available. The death certificate is not available. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1998. A review of the device history record was performed with no issues found that could be related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.